Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized due to hyperglycemia and high ketones. Blood glucose at the time of hospitalization was 600 mg/dl and current blood glucose level was 200 mg/dl. Length of hospitalization was 36 hours. He was not feeling well, felling sick, flu like symptoms. Treatment is done by the IV insulin drip. No further information was available

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states